Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead was explanted and replaced per physician judgement. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead was explanted and replaced per physician judgement. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned and analyzed. The outer insulation was found to have been breached and exhibited a depression caused by the clavicle, and also exhibited a cosmetic depression by the clavicle. The proximal conductor was found to be distorted by the clavicle and exhibited blood. Concomitant products 6949 implantable tachy lead - (B)(6) 2005, 4543 competitor implantable pacing lead - (B)(6) 2005. (B)(4).